Manufacturer narrative:
A software investigation analysis was initiated to determine the probable known anomaly determination. Analysis found that the initial complaint was found to be a known software anomaly.. Analysis found that issue was related to the software. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). No devices returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of an electrode and probe placement procedure. It was reported that they were having difficulty merging the imaging system exams with magnetic resonance imaging (mr) exams. There was a 10-minute delay to the procedure and no impact on patient outcome. Technical services (ts) through troubleshooting were able to replicate the issue. When the archive is loaded, the imaging system scan appears not in the center of the image space. When merging, most of the time, the anatomy will not change. The ts were unable to drag in a manual merge either. The scroll bar will be completely at one end of the spectrum. When they changed the reference to a magnetic resonance imaging (mr) then back to the imaging system, now the image space appears normal and were able to merge without issue. Additional information was received stating that an inaccuracy was seen with the imaging system exam and one of the mrs. It is visible in the sinus region. The mr contains a large portion of the neck and mouth in the exam. It also doesn't merge well with other mr's if used as the reference. The ts recommended limiting field of view (fov) in future MRI exams to alleviate the issue.